Manufacturer narrative:
(B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in ireland underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the peg site was oozing and red. On (B)(6) 2018, patient was seen by physician. Patient was treated with antibiotics flucloxacillin 500mg qds for 10 days. On (B)(6) 2018, there was only a small amount of serosanguineous discharge as expected in wound healing.